Event description:
It was reported that patient ¿had a huge rash" in her back and since the pump was replaced, she longer had the rash; it was not specified if the explant was related or unrelated to the rash. Reporter did not know when the rash started with the pump or what medication was in the pump at the time. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information: patient's medical history included latex rash. Clinician had not seen the rash; patient had only reported it. It was not an issue anymore and had resolved. Drugs delivered were fentanyl, bupivacai, dilaudid, and clonidine. Upon further follow-up it was further clarified that the device was replaced due to normal battery depletion, no symptoms, no change in medications. Per the healthcare provider the rash had nothing to do with the replacement (as it was indicated in the initial report).

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from the hcp (healthcare provider) and it was reported that the issue was most likely a reaction to adhesive/bandages.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).